Event description:
The hosp staff attended to a pt diagnosed in vertricular tachycardia. One shock was administered asynchronously using 200 joules. The pt was converted to a normal sinus rhythm and within a few seconds, reverted back to ventricular tachycardia. The synchronous mode was enabled and when the operator attemted to administer a second shock, the device allegedly lost power. A backup defibrillator (zoll) was made available and used to continue treatment of the pt. There were no adverse affects to the pt reported as a result of the alleged malfunction.